Manufacturer narrative:
During testing it was found the device door roller and roller pin were broken. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report that the device does not work. This did not indicate a reportable malfunction. However, during verification testing at the service center, it was noted the device door roller and pin were broken.